Manufacturer narrative:
Medical device expiration date : unknown. Initial reporter phone# : unknown. Initial reporter city and state : unknown, reported through (B)(6) initial reporter zip code : unknown. Medical device manufacture date : unknown. Investigation summary : exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. Unable to perform complaint lot history check owing to an unknown lot number for difficult/unable to operate so the occurrence is unknown. CAPA/sa - based on the above no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out as the lot number is unknown.

Event description:
It was reported that 1 bd nano¿ 2nd gen pen needle was difficult to operate. The following information was provided by the initial reporter : it was reported by the consumer having difficulties with the pen needle. Date of event : (B)(6) 2021. Sample : no.